Manufacturer narrative:
Additional product code: kwq complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the stardrive screwdriver shaft, t8, self-training, and handle with quick coupling both did not perform adequately. The screwdriver handle cammed out of the zero-p screw and the green handle swivel cap fell apart. This report is for (1) stardrive screwdriver shaft t8 self-retaining/qc. This is report 1 of 1 for complaint (B)(4).